Manufacturer narrative:
Per RMA, a replacement computer was sent to site. Per eval of returned computer, computer passed all testing with no problem found. No application core files or vgc problem that would point toward alleged failure.

Event description:
Medtronic ent rep reported, the evolution system's software was freezing and not updating during navigation. This event did not occur during surgery and no pt was present.